Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that when turning on the unit, a technical alarm regarding power error and safety valve open were generated. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and expiratory channel printed circuit (pc) board was replaced and returned for investigation. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a ventilator for simulated use testing. The pre-use check failed the internal leakage test since the safety valve is open, when it was expected to be closed. The conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor that is part of the electronics for safety valve function. Evaluation of the received device logs shows a matching event at 16:10 on the reported date. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).